Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
In 2006, a physician partially deployed an xact carotid stent into the left internal carotid artery. It was reported that the vessel was 85% stenosed with moderate calcification and mild tortuosity. It was further reported that it appeared that the rotational deployment knob locked. The physician successfully removed this device from the pt's vasculature. The physician was able to successfully position and deploy another xact stent into the left internal carotid artery. There was no report of a pt injury.